Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor multiple times after restarts and a dry run, and the user had recently changed supplies; a replacement ilet was arranged. Customer care provided support that included guided troubleshooting with supply changes, and replacement logistics. Investigation of this case revealed persistent motor stall alerts consistent with a device malfunction affecting the pump motor function. No reported clinical effects. Outcomes included no reported impact on health or therapy beyond interruption of insulin delivery attempts. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction that warranted a replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation details: although complaint could not be duplicated and device was able to complete multiple dry leadscrews runs with no issues, engineering logs confirmed alert 38 during patient use. For further evaluation, the device was opened and interior components inspected. Upon inspection, no debris or damage was observed in the gear train. Engineering logs also indicated occlusion alerts before the motor stall alerts, suggesting possible occlusion in user's supplies. As no user supplies were returned, further troubleshoot testing was unable to be conducted. The root cause is undetermined. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.